Manufacturer narrative:
Device available for evaluation: should have been 4/27/2016 rather than 4/25/2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up, the pulse generator exhibited capture anomaly, high impedance and intermittent sensing. During procedure the physician noted a septum issue and body fluids in the connector. The patient experienced muscle. The device was explanted and replaced successfully, the patient did not experience any other symptoms.